Event description:
In march 2006 the lay user/patient contacted lifescan alleging that his one touch induo was displaying the battery symbol. The customer care advocate (cca) verified the following: the meter was not out of the box, the batteries were correctly installed, and the battery contacts were in good condition. The cca had the pt replace the battery but the issues were not resolved. The last time the pt tested on the meter was january (year not specified). On an unspecified date/time the pt received IV treatment from the emergency services while having symptoms of sweatiness. Prior to receiving medical attention, the pt had some food and experienced "ketoacidosis". The pt reported that he did not attempt to use the meter while experincing the symptoms. It would be helpful to know the following: when the power issue started, if the pt stopped testing or used a backup meter, if the pt made any changes to his diabetes management due to the inability to test with his meter, whent he pt developed the symptoms, when the pt received medical attention from the emergency services, and the pt's diagnosis. Based on the pt's description, he suffered an injury that required intervention from the emergency services and was unable to test his blood glucose with the reported meter. The meter, test strips, and control solution were replaced.